Event description:
It was reported that a malfunction occurred with a pump, indicated by malfunction code 13, and the issue did not result in an adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump as it was under warranty. The customer was instructed on how to put the pump into storage mode and advised to return it to tandem within ten days to avoid charges. A replacement pump with updated software was sent, and the customer was informed about the requirement to program their pump settings and connect their cgm to the new device.